Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with unrelated issue. Fluoro was performed and revealed that the right ventricular lead and right atrial lead appeared to be twisted around each other. The patient denied any manual manipulation of the pocket. The leads were explanted and replaced. The patient was well post operation.